Event description:
It was reported via repair work order that the brakes were not engaging due to the steer cable alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.